Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No ramping numbers noted. The device was also received with a cracked case on lcd display window corners, cracked battery tube threads, and scratched lcd window. Moisture damage on motor assembly and mother board was note during visual inspection.

Event description:
The customer's father reported via phone call that the numbers on the screen of the insulin pump were ramping on their own. Father stated that the keypad anomaly happened after the customer went into a pool with the insulin pump. Customer's blood glucose value was 350 mg/dl; which they treated with manual injections. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.